Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced erosion and migration at the implantable pulse generator (ipg) implant site. The patient underwent a procedure where the ipg was replaced from current site and contralaterally placed before completing the procedure. It was noted there were no malfunctions with the device. Physical analysis of the ipg was not performed as it was retained by the facility. The new ipg was programmed, and the patient did well post-operatively. Additional information has not been provided despite good faith efforts.